Manufacturer narrative:
H3: other; device not returned to manufacturer. Device evaluation: no product was returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the cuff runs empty and there was an air leak from the side of the cuff. The patient had to reintubated two times; intubated with a straight tube through the mouth. There was patient involvement and there was patient harm reported. Adverse patient effects are unknown. The device is not available for investigation because it was thrown away due to coming into contact with patient body fluids.